Event description:
The dealer alleges the door seal leaking on a ih3750 tub.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.